Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that an increase in shock impedance ( > 150 ohms) was observed approx. 84 months after implantation. The lead was capped and replaced.